Event description:
A report was received that approx 2 years ago the pt had gained weight, not device related, which caused the ipg to turn inside the pocket. This made charging the ipg difficult. The pt's pocket was revised. No further details were provided.